Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate control high. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the pt. The inaccurate control high issue began the day before at 7 am. The pt claimed that the one touch ultra2 meter is giving control solution readings of "155, 161, 117, 168, 119, 179, 130, 195, 124, 118, and 142 mg/dl", which is not within the control solution range of "86-115 mg/dl". As a result of the reported issue, the pt reportedly increased his janumet diabetes medication. It is not known if the pt was able to obtain any blood glucose readings on the subject meter, thereafter. At 11 and half hours later, the pt reportedly developed symptom described as "felt a little shaky". The pt did not receive any medical intervention and did not test on another meter. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms, and the events leading up to the pt's medical intervention, such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The reported issue was not resolved during troubleshooting. This complaint is being reported, because the pt claimed that she developed symptoms suggestive of hypoglycemia, after the control solution issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.